Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated alert 38 motor stalls that prevented insulin delivery, including during a meal, and after a user-initiated factory reset subsequent dry runs and rewind attempts produced ¿unable to proceed¿ alerts, indicating a pump malfunction consistent with a motor stall in the pump mechanism during setup and operation. Symptoms included hyperglycemia with cgm ¿high¿ and meter ¿high,¿ and the user was advised to check ketones and follow a dka plan. Outcomes included interruption of insulin therapy and transition planning to backup therapy coordinated with the healthcare provider. Investigation included remote troubleshooting and education, including dry run and rewind attempts, which were unsuccessful. Investigation of this case revealed persistent motor stall behavior consistent with a pump drive or motor control fault that prevented insulin dispensing and setup completion. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical or electromechanical failure of the pump drive system. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.